Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted in the ampulla of vater to treat a benign tumor during a stent placement procedure performed at the end of (B)(6) 2024. On (B)(6) 2024, the stent was scheduled to be removed. During the stent removal procedure, forceps were used in an attempt to remove the stent; however, tumor growth inside the stent was noted, and consequently, the stent was unable to be removed. The physician placed an additional plastic stent in it to complete the procedure. There are no known patient complications due to this event.

Manufacturer narrative:
Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a150207 captures the reportable event of stent difficult to remove.